Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 456 mg/dl after an infusion set change, and troubleshooting identified an issue with insulin delivery that resolved only after replacing the infusion set. Symptoms included hyperglycemia. Outcomes included glucose trending down after the supply change with no alerts or alarms and no hospitalization. Investigation included remote troubleshooting and user education on infusion set function and replacement. Investigation of this case revealed an infusion set occlusion or delivery obstruction consistent with an infusion set malfunction that impeded insulin delivery, which resolved after the set was changed. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion leading to inadequate insulin delivery.